Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected at 10x microscope. Visual inspection revealed that the sample unit had one scratch and one haptic slightly bent. Also, it was revealed that the sample had residuals (debris/particles) compatible with handling the lens out of sterile environment. The lens condition was consistent with a lens that has been explanted and is not manufacturing related. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Removal and replacement of intraocular lens.incision enlargement.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that while implanting the intraocular lens owing to a handling error the lens tore, requiring the implanting surgeon to remove and replace the intraocular lens with another lens of the same model within the same procedure. The incision was enlarged to remove the lens and no suture was used. In addition no patient injury was reported.